Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted breaching the outer insulation exposing the outer coil at 25.4 to 25.6 cm from the distal tip consistent with friction to the device can.